Event description:
It was reported that during a routine pulse generator replacement procedure, the physician had difficulty in removing a stripped right ventricular setscrew. The device was successfully explanted and replaced.